Manufacturer narrative:
Corrections in d4: UDI number. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided, so a device evaluation could not be completed. Potential cause root cause was unable to be determined. This event could possibly be attributed to improper surgical technique or unknown patient or operational factors. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that after implanting the device, the surgeon removed the inserter, but the implant did not detach and then it disassembled in the disc space. The pieces were removed and replaced with another mobi-c implant of the same size to complete the procedure. There were no patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that after implanting the device, the surgeon removed the inserter, but the implant did not detach and then it disassembled in the disc space. The pieces were removed and replaced with another mobi-c implant of the same size to complete the procedure. There were no patient impacts.